Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transitioned to heartmate ii from an extracorporeal ventricular assist device (vad). After 26 months, infection occurred at the cannula removal sight and omental filling was performed. The infection recurred at the same site after 4 months, communicating with the pump pocket. The device was replaced with an hvad 7 months after omental filling. The pump exchange to an hvad is reported under MFR # 2916596-2020-02772.